Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: four photographs and one cassette sample were returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of picture one (1) shows the bag neck section of the cassette. Picture two (2) shows the front view of a cassette product. Picture three (3) shows the top view of a cassette product. The returned cassette was received in after use condition, decontaminated and inside a plastic bag. The cassette sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: no damage, kinks or other defects were found. Accuracy test: the returned cassette sample was connected to a pump to look for unusual function. Results: the sample could be connected without problem and sample passed the test with average delivery of -2.184 percent. Functional testing: the cassette sample was filled with 100ml of water and the sample was connected to a pump to look for unusual function. Results: the returned cassette sample was fully priming and connected without difficulty, the pump was set, running and no alarms were activated. The customer reported complaint is not confirmed. No root cause was determined, and no actions were taken due to the complaint was not confirmed. A CAPA was opened to investigate the failure mode reported which is ongoing and in the investigation results phase. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.